Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The qdot micro¿ device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a rupture on the surface of the tip area. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The root cause of the hole at the pebax cannot be determined; however, based on the information available, the condition observed most likely originated someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31007197l number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) observed a reddish material inside the pebax and a rupture on the surface of the tip area. Initially, it was reported that deflection failure occurred. It happened one hour after catheter use, during catheter operation in the left ventricle via trans-aortic approach. The issue was resolved by replacing the qdot micro catheter with a new one. The procedure was completed without patient consequence. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-nov-2023, there was a reddish material inside the pebax and a rupture on the surface of the tip area. This was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.